Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and although we could not specify the root cause, a likely factor causing tears of the coated portion of the cutting wire is that the slider was slightly pushed causing the cutting wire to deflect. The coated portion of the cutting wire had possibly been rubbed because of contacting a metal area of the endoscope. Also, a likely cause of the cutting wire breakage is that the high frequency current was applied between the cutting wire and the tissue at the point of the contact. As a result, the current density at the contact area increased, and the cutting wire became instantly hot and melted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation and additional information obtained, the knife wire was damaged is likely, high frequency current was applied when the cutting wire and the tissue was close to each other. As a result, an electrical discharge occurred between the cutting wire and the tissue, and the cutting wire became instantly hot and melt. However, the root cause could not be identified. The suggested event is detectable and preventable by handling device in accordance with the following IFU. This instruction manual contains the following information. (Drawing no.gk6226 revision no.13) ¿since the cutting wire is very thin, it may break off in the following cases: the distance between the papilla of vater and the cutting wire is very short, the output is too high or activated while the cutting wire touches metal parts of the endoscope, or the cutting wire is tightened too strong. When the cutting wire breaks off, its proximal end will be retracted toward the endoscope if the slider is pulled. If the slider is pushed, the cutting wire will be pushed out toward the papilla or move sideways. If the cutting wire breaks off, stop the output immediately and pull the slider completely to retract the broken cutting wire into the tube. Then withdraw the sphincterotome from the papilla. Otherwise, patient injury, such as perforations, bleeding, or lacerations within the biliary duct, and/or damage of the endoscope could result. ¿when inserting the instrument into the endoscope, be sure that the cutting wire is parallel to the tube. Otherwise, the metal part of the forceps elevator may contact the cutting wire and peel off the coating material. ¿do not activate output while tissue is in contact with the torn or damaged coated portion of the distal end. If output is activated while tissue is contacting the torn or damaged coated portion due to insertion into or withdrawal from an endoscope, leakage current, decreased output, and/or thermal injury could result. ¿if you feel the cutting is blunt, withdraw the device from the scope to examine if there is any peel off and tear at the coating portion. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted. The subject device was manufactured on october 2023 based on the provided lot information.

Event description:
It was observed during the device inspection, that the sphincterotome exhibited the cover was peeled, and the knife was exposed. There were no reports of patient involvement.